Event description:
It was reported that the pump displayed a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it with no recurrence of the malfunction, and was advised to continue using pump and call back if the issue returned.